Manufacturer narrative:
The date of death is estimated as the actual date was not provided. (B)(4). Approximate age of device ¿ 1 year 4 months the device was not explanted and is not available for evaluation. An autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was had been admitted to an outside hospital for an unspecified reason. The patient reportedly tripped, fell and hit their head. The patient fall resulted in an intracranial hemorrhage and the patient subsequently expired. As far as the implanting center clinicians were aware, the device was operating as expected; the fall was a mechanical fall with no reported device issues. The vad coordinator reported that the patient's spouse was vague when providing information regarding the trip and fall event and it could not be determined if the patient had tripped over any of the lvad equipment/cables. The patient outcome was reported to be "possibly related to lvad therapy as the patient was anticoagulated and on two anti-platelet therapies, which made the patient at risk for this type of event." No additional information was available.

Manufacturer narrative:
The pump was not explanted and therefore not available for evaluation. A correlation between the device and the intracranial hemorrhage and subsequent patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected information: it was initially reported that the patient expired on (B)(6) 2017. It was later reported that the patient expired on (B)(6) 2017.